Event description:
The service report shows that while performing est on the unit, the nellcor purtian-bennett customer support engineer (npb cse) found that the peep would not go above 28 cm.h20 and replaced the pressure transducer board, sol 6 and 8. The unit passed extended self testing. It is not verified that the unit malfunction occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.